Manufacturer narrative:
(B)(4).

Event description:
It was reported there was far-field r-wave oversensing on the atrial channel causing inappropriate auto mode switching episodes. The device was reprogrammed. The patient was fine.